Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =500 mg/dl with associated symptoms of large urinary ketones, nausea, vomiting, chest pain, dehydration, extreme drowsiness and polydipsia. The patient was treated at the hospital with intravenous fluids, intravenous glucose and insulin via injection and other unspecified treatment. Troubleshooting by animas customer support revealed that the basal rate in the pump had been adjusted and the patient had issues with the site/set/cartridge that may have led to over or under delivery of insulin. Animas customer support determined training/use error is associated with this event. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with training issue/use error.